Event description:
Manager of an infusion center reported the alaris IV set came apart during an infusion ivig. A nurse had taken the tubing out of the pump to tap air bubbles up the line and the tubing came apart and leaked where the tubing portion of the pumping segment meets the free-flow protection clamp. The nurse reported that 3-5cc of ivig was lost. The tubing was replaced and the infusion completed. There was no report of pt harm or medical intervention. Customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). The product has been received but it has not been evaluated yet. A follow up report will be submitted with failure investigation results once it has been completed.